Event description:
It was reported by a local partner that a handheld had broken down. The local partner then indicated that the alignment of the stylus was off (out the screen), and could not be re-aligned using the method provided at the beginning of the resetting process. The local partner further stated that cleaning the edges restored function a bit and resets have been performed with no result. The reported handheld was returned to the MFR and underwent analysis. Analysis of the handheld revealed that the handheld performed according to functional specifications. However, the flashcard was not returned along with the handheld. Good faith attempts remain underway to obtain the software.